Event description:
After having his pump refilled, the patient's implantable neurostimulator (ins) stopped working over the past weekend. The patient experienced a loss of therapeutic effect and was in pain; there was not stimulation sensation. All 3 left lights on the programmer were green. The patient made adjustments, but still did not feel stimulation. The patient was encouraged to contact his ins managing physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.